Manufacturer narrative:
Device was used for treatment, not diagnosis. Gaebler, c. Et al(2001) "rates and odds ratios for complications in closed and open tibial fractures treated with unreamed, small diameter tibial nails: a multicenter analysis of 467 cases", journal of orthopaedic trauma,vol.15, no.6,pp.415-423. This report is for an unknown (utn) tibial nail system. Additional common device name and device product code: hwc - screw, fixation bone. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article. Gaebler, c. Et al(2001)"rates and odds ratios for complications in closed and open tibial fractures treated with unreamed, small diameter tibial nails: a multicenter analysis of 467 cases", journal of orthopaedic trauma,vol.15, no.6,pp.415-423. A retrospective multicenter analysis of complications in patients treated with small-diameter tibial nails using an unreamed technique was conducted by sending a concise evaluation sheet to four level I trauma centers in europe. The 467 tibial fractures (456 patients), treated with small-diameter nails between 1988 and 1997, were included in this study (ratio of men: women, 2:1) using radiographic analysis. Fracture breakdown into different ao/ota groups showed 135 type a fractures, 216 type b fractures, and 116 type c fractures. The 265 fractures were closed fractures and 202 were open fractures. Surgeons of center 4 preferred to treat ao type b and c fractures with unreamed nails. The other 3 centers involved other manufacturer's products. Center 4 used the utn (synthes ao/asif, (B)(4)) with nail diameters of 8 and 9 mm in 181 cases. Analysis showed 5 deep infections, 43 delayed unions, and 12 nonunions. Compartment syndromes occurred in 62 cases screw fatigue in 47 cases, and fatigue failure of the tibial nail in 3 cases. Analysis showed screw loosening in 12 cases. Locking screws failed in 47 cases. There was a significant increase of screw breakage in oiii fractures. This is report 2 of 3 for (B)(4), for an unknown synthes (utn) tibial nail system. Analysis showed screw loosening in 12 cases. Locking screws failed in 47 cases. There was a significant increase of screw breakage in oiii fractures.